Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the physician that a male, pt, underwent a cerebral aneurysm treatment (exact date unk). A 5f sheath was used to obtain access and heparin was administered peri-procedure. It was reported that pt's inr was 1.1. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. Seven days post procedure at a follow up visit, an angiography on the pt was performed which revealed a pseudoaneurysm (psa). It was reported that the psa was successfully treated with a thrombin injection. There was no report of pt clinical sequelae.